Event description:
It was reported that during a generator change, the right atrial (ra) lead exhibited low impedance compared to previous trends. The physician has chosen to monitor the patient and observe the atrial impedance going forward. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2014. (B)(4).